Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. A search of the complaints databases finds no other reported incidents against the provided product and lot code combination. The investigation could draw no conclusions from the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised. The reason for revision was not provided.